Event description:
During an unk procedure on an unk date the surgeon stated the bipolar forceps were not cauterizing. A second device was opened to complete the case. There was no consequence to the pt.